Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported pump has failed flow accuracy test which was reproduced. The cause was determined to be a failed mechanism assembly which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed the flow accuracy test. There was no patient involvement. The flow test was done twice with flow rate= 40 ml, volume to be infused (vtbi) was 10 ml, flow rate 800ml and the second test vtbi was 200ml. The results were 9.1 ml and 181.2 ml which were both under +/= 5% error. No additional information is available.